Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt240 adult dual heated breathing circuit did not pass the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt240 adult dual heated evaqua breathing circuit is currently en route to fisher & paykel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.